Event description:
While attempting to defibrillate a patient, (age & gender unknown) the device displayed a "bridge test failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.